Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service history, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Analyzer service history was reviewed and no contributing factors were found. Labeling was reviewed and found to be adequate. The product was not available for return. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely depressed cardiac troponin I (ctni) results while using the architect i2000sr analyzer. The following data was provided for the same patient specimen. The customer uses cutoff greater than 30 ng/l for male patients. (B)(6) initial 3.790 ng/ml (negative), repeat 10291.434 ng/l (positive). A previous result for the male patient was positive (587 ng/ml). No adverse impact to patient management was reported.